Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt the 'same way they did before the pacemaker'. It was also reported that the rv lead dislodged. The rv lead was cut, capped and replaced. No further patient complications have been reported as a result of this event.